Event description:
It was reported that balloon rupture occurred. The target lesion was 95% stenosed, moderately tortuous, and moderately calcified in the superficial femoral artery. A 5.00 mm x 2.0 cm x 135 cm peripheral cutting balloon was selected for endovascular treatment. During the procedure, the balloon was inflated three times at 6 atm for a few seconds each. During these inflations, the balloon developed a pinhole rupture. The device was removed without issue using standard technique, and the procedure was successfully completed with another of same device. There were no patient complications as a result of this event.